Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a journal article was received indicating a variety of patient's receiving subcutaneous implantable cardioverter defibrillators (s-ICD). During the study that was performed, the following complications were observed. There were six patients who required multiple shocks during defibrillation threshold testing to convert the patient out of ventricular fibrillation. Later, there were an additional five patients who had received a total of six inappropriate shocks. T-wave oversensing was observed with the delivery of three of these shocks. Lastly, there was one instance of premature battery depletion noted. All available evidence indicate that these patient's still have their s-icds implanted and in service. There were no adverse patient effects reported.